Event description:
It was reported that, approximately five days post implant, the right atrial (ra) lead exhibited apparent under-sensing causing device classified false termination of at/af episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.